Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A device was returned to manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged reduced cardiopulmonary reserve. No medical specified medical intervention has been reported at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.